Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-oct-2019 with the following findings: a review of the pump alarm history showed cs 078 call service alarms. During the rewind step, the pump emitted a call service 078-0008 alarm. There was moisture visible in the display. Leak testing revealed the pump leaks at a crack in the case. The pump was opened; moisture damage was found on the printed circuit board.